Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a cb1812050120otw chocolate pta balloon to treat a plaque lesion with 60% stenosis in the left mid superficial femoral artery, moderate tortuosity and severe calcification were observed. A 6f100 non-medtronic sheath was used. A syringe was used for balloon inflation. No resistance was encountered when advancing the device. The chocolate balloon was used to dilate the target vessel. After three inflations, the chocolate balloon was safely removed from the patient and angiography was performed. Subsequently, the device could not be advanced into the 6f100 non-medtronic sheath, and the constraining wire was found to be separated. A replacement medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection of the returned device could not find any issues with the constraining cage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.